Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it has been discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 17 mmol/l (306 mg/dl) while wearing the pod on the abdomen longer than 48 hours. Corrections were administered at home using the pod but the bg levels did not decrease. At the hospital, the patient was given manual insulin injections using pens and one tablet of antibiotic (name unknown) as treatment. The pod was discarded by medical staff.